Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the proximal clevis hub. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. The instrument was found to have a broken main tube and dislodged proximal clevis. Additionally, the instrument was found to have a broken main tube proximately at the distal tip. A piece measuring approximately 3.50 mm x 3.00 mm was not returned with the instrument. The instrument exhibits a broken conductor wire and dislodges proximal clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps could not trigger a current. A cable was sticking out and the customer wanted to remove the instrument. It was displaced at the front at the transition to the insulation. The defective instrument was then removed together with the trocar sleeve, as it no longer fitted through the trocar. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable appeared frayed, and no energy was triggered by the instrument.